Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the following: main pc board was working intermittently on the manual mode due a faulty printed circuit board. The spare lamp came on intermittently due to faulty power unit. Main lamp was a non-olympus lamp. The output socket was loose due to wear. The front panel was cracked. The label was peeling off. Dents and scratches found. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus, model clv-190, evis exera iii xenon light source was returned to olympus for processing with no problem reported after being sent for loan to a user facility. Upon inspection and testing of the returned device, it was determined the main board and power supply failed. This report is submitted due to the main board and power supply failure. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 29-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the faulty main board and faulty power unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [6.1 replacement of the examination (xenon) lamp] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.